Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported esophageal fistula remains unknown.

Event description:
Following an ablation procedure for atrial fibrillation completed on (B)(6) 2021, on (B)(6) 2022, the patient was presented to the emergency room with pericarditis and a subsequent CT scan showed a possible esophageal fistula. The patient then underwent cardiac surgery on that day and the esophageal fistula was found to be incomplete. The fistula was noted to be located on the right posterior of the left atrium and was determined to be an esophageal/pericardial sac fistula that had not connected to the left atrium. The fistula was repaired by suturing the esophageal hole closed and then adding some rib muscle between the left atrium wall and the pericardium to prevent further damage. An esophageal temperature probe was used for the procedure. The patient was noted to be recovering. There were no performance issues with the device.